Manufacturer narrative:
Correction: updated h6 with discomfort code to reflect b5.

Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited phrenic nerve stimulation which resulted in patient discomfort. Fluoroscopy revealed that the lead had dislodged. The lead was extracted and replaced. The patient was stable.